Manufacturer narrative:
The t:slim g4 pump user guide states: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed along the infusion set tubing. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. The customer's blood glucose level was 340 mg/dl. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer declined to load a new cartridge to resolve the issue.